Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested but unavailable: was buttressing material used? Was there crossing of staple lines during firing? If so, at what angle? What is the healthcare professional¿s cleaning technique between firings? Are photos or video available? What is the current patient status?

Event description:
It was reported that during a gastrectomy procedure, the cartridge pushed the tissue without stapling nor cutting. The staples were found opened flat. Another cartridge has been used. Conversion of the sleeve to a bypass. The procedure was lengthened of thirty minutes.

Manufacturer narrative:
(B)(4). Batch # n5765j. The analysis results showed that one ecr60b cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Additional information requested and received: was buttressing material used? No; was there crossing of staple lines during firing? If so, at what angle? No; what is the healthcare professional¿s cleaning technique between firings? Sterile water and use of a compress to remove the staples that would be still there; are photos or video available? No; what is the current patient status? Fine.